Event description:
A report was received from the USA stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time that the malfunction occurred. The date of the event is unk.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended reseating the gui cable and running the ground isolation test. The customer performed this and then ran the ground isolation test and extended self test (est). All tests passed. The customer reported that no parts were replaced. (B)(4).